Event description:
According to the information received, upon removal of the catheter on (B)(6) 2015, the inner ch 12 catheter disassociated and remained in the urethra of the male end user. End user experienced pain and difficult urination. End user was admitted to ER for placement of a catheter which was not possible. Following this, EU underwent a cystoscopy was completed to remove the inner catheter. During the cystoscopy, the urologist noted a urethral false passage at the level of the bulbous urethra. A ch18 indwelling catheter was placed to aide in urethral healing. The patient was authorized to return home same day.

Manufacturer narrative:
The product has not been returned. Without the benefit of examination and testing, coloplast is precluded from commenting further. The IFU was reviewed and determined to remain valid. If additional information becomes available a follow-up report will be submitted.